Manufacturer narrative:
(B)(4). Cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for perforations during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent perforations, and careful manipulation of devices. In this case, the exact cause of the pulmonary artery perforation during the pulmonary valve replacement procedure cannot be confirmed. Procedural factors (manipulation of the devices) likely contributed to this event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pre-placed pulmonic stent is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2016-02952 and manufacturer report no: 2015691- 2016-02958 .

Event description:
During a transvenous pulmonic valve replacement procedure, following balloon aortic valvuloplasty, performed for sizing, a 26mm sapien xt valve was deployed too proximal in the pulmonic valve. Severe regurgitation was observed. Echo was not used during the procedure. Angiography was used, so it could not be confirmed if the regurgitation was paravalvular leak (pvl) or central aortic insufficiency (cai). A 26mm sapien 3 valve was then deployed within the sapien xt valve. The regurgitation was noted to still be present and both valves started to migrate to the right ventricle. A second 26mm sapien 3 valve (third valve deployed) was then deployed, securing the first and second valves and reducing the regurgitation to mild. Following the deployment of the third valve, it was noted that the guide wire had perforated the pulmonary artery distally and the patient was not doing well. Multiple coils were placed to seal the perforation. The patient stabilized and the procedure was completed without further complications. The delivery system and sheath were discarded following the procedure.